Event description:
Philips received a complaint by the customer on the v60 indicating that a machine pressure sensor autozero failure occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that a machine pressure sensor autozero failure occurred. The customer informed the remote service engineer (rse) that the flow sensor assembly was recently replaced. The rse reviewed the suggested repairs and informed the customer to correct the pin alignment between the solenoids and data acquisition (da) printed circuit board assembly (pcba). The customer replaced the flow sensor assembly once more and confirmed the second replacement resolved the reported issue. The customer replaced the flow sensor assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.